Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory channel printed circuit board (pcb) was defective and in need of replacement. Replacement of the expiratory channel pcb solved the issue. No log files have been provided. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The replaced parts has not been returned for further investigation. According to the received information, the cause of the issue has been determined and was related to defective expiratory channel pcb. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).